Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative reported that the axiem box for the navigation system was replaced to resolve the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect interface box was returned to the manufacturer for analysis. The box was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Event description:
A medtronic representative reported that, while in a catheter based procedure, the emitter for the navigation system was intermittently lose connection. Reinserting the emitter after a few tries reestablished connection and the site continued with the procedure. The reported issue occurred when verifying instruments for the procedure. No additional information was provided. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.